Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported cardiac perforation could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
(B)(4). Related manufacturing reference: 3005334138-2019-00155, 3008452825-2019-00129, 3005334138-2019-00164. Following an atrial fibrillation ablation procedure, a cardiac perforation occurred. The perforation was located in the left atrium near the appendage. A pericardiocentesis was done to stabilize the patient. The patient was transferred to the intensive care unit for observation.